Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial number: unknown) sigpshell, sig power sigpshell control shell, (lot number: unknown) sigadaptshort, sig power sigadaptshort lin short adapt, (serial number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic partial lung resection, prior to lung parenchyma resection, the powered handle did not recognize the reload. A new reload was used with the same handle to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident is that the reload was partially fired and the interlock was engaged. The clamping mechanism was deformed.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaws were open. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden, and the reload was applied to test media. All remaining staples were placed, and the test media was transected. The reload interlock was tested and found to function properly. It was reported that the reload was not recognized. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: reload thick tissue, and the device partially fired. Functional testing found that the reload was partially fired and the interlock was engaged. The sled and staples were visible at 1/2 of the cartridge length. Staple pushers on the proximal side were pushed back to the cartridge. The clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. These issues may occur when firing over tissue that is beyond the recommended thickness range and when the firing handle has not been completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal, or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.